Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the tubing. The size of the air bubbles is half of the size. The air bubbles are in the infusion set and reservoir. Customer cannot recall their blood glucose reading. Customer does not have a reservoir plunger available. The products will not be returning for analysis.